Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. This report is for unknown unk - screw locking/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure: orif metacarpal was performed. It was also reported that while drilling the locking screw in the distal in the end of the plate. The drill bit snapped while they were drilling the hole. They had to go in the palm of the hand to remove the piece of drill bit that broke off. They then continue with the procedure once the piece of drill bit was removed. Patient was fine post-surgery. Twenty minutes delay in surgery. There was an extra wound in the palm of the hand. Device discarded, no other information is available and no adverse event to patient. This report is 2 of 3 for (B)(4).